Manufacturer narrative:
Several attempts have been made to contact the customer to request product return. Additional attempts will be made and if additional information is provided a supplemental medwatch will be submitted. A device history record review was completed and documented that the device met specification upon distribution. Reported customer medwatch number - (B)(4).

Event description:
The information on the voluntary medwatch reported that the patient had a left heart catheterization, coronary angiogram, insertion of the swan-ganz and balloon pump. Difficulty advancing the swan and when removal was attempted, the balloon was dislodged. The problem did not occur with the initial insertion. It was felt that it happened because there was difficulty and too much pressure was used. Further, the physician did not deflate the balloon before pulling it back. Tried to snare the balloon, but was unsuccessful. Ivc filter placed instead. It is planned that the balloon will e removed once the patient improves and becomes stronger. Other pertinent information: nuss procedure for pigeon chest. Post-op respiratory and cardiac failure before this event. He has been extubated and is progressing. The balloon was to be removed after he became stronger. There were no other therapies noted.